Event description:
Contrast injection syringe defect. Syringe plunger appears warped allowing for escape of contrast behind plunger and potential for air bubbles to be introduced into the contrast media. Additionally, the sterile integrity is compromised allowing for the potential of contamination of the contrast. In this case, the defect was identified prior to injection and had no impact on the patient.